Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-00601 to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp (omsc) for evaluation. As the result of checking the manufacturing record of the subject device, there was nothing abnormal detected. The manufacturing record was reviewed with no irregularities. As a result of evaluation of omsc on may 16, 2016, there was no malfunction which caused or might cause the fragment to fall inside the patient. Therefore, we are retracting MDR.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be conclusively determined. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
The probe of the subject device was broken off and fallen into the patient during a hysterectomy. Then the fragment could not be retrieved. The doctor let the patient know that there was the fragment in the patient. The doctor sent the patient to home. The patient will come back for follow-up. The doctor completed the procedure with another device.